Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was 200 mg/dl. Troubleshooting was not mentioned for the pump error. The device will not be returned for analysis.